Event description:
It was reported that during staged percutaneous coronary intervention (pci), radial access was used as both leg arteries were too complicated to perform the procedure. A workhorse wire was advanced across the lesion in the right coronary artery (rca) without complication, then a turnpike was used to exchange for the viperwire flex tip coronary guidewire. After successfully getting the viperwire in the vessel and across the lesion, a diamondback 360 coronary orbital atherectomy device (oad) was set up. After seven treatments on low speed, the oad was removed and a semi-compliant balloon was advanced to treat the lesion. After going up on the balloon, a cine was performed and perforation was observed in the proximal segment of the rca. Three covered stents and one non-covered stent were used along with a series of balloons successfully. The patient was stable. The patient was transferred to another facility for further medical treatment. In the opinion of the physician, the oad caused perforation.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient perforation of vessels and unexpected medical intervention appears to be related to operational context. In this case it is possible that the reported patient perforation of vessels and unexpected medical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.